Event description:
It was reported that there was a motor problem. The investigation found a defective dso sensor. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The investigation also found a detached dso seal and defective dso sensor. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.